Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device delivery was tested in 3 separate delivery accuracy tests. The delivery tests of the device found that the device was delivering slightly above specifications for the cadd system (+6.52% at maximum). The cause of the issue could not be definitely established.

Event description:
It was reported that the device "failed accuracy" delivering at a rate of -19.25%. At this time there is no indication of patient involvement. Additional information has been requested.